Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experience bacterial peritonitis. The breach in aseptic technique was further described as due to the patient did not clean the area before starting peritoneal dialysis therapy. On an unknown date, the patient was discharged from the hospital. The same day the event onset, the patient was treated with amikacin (intraperitoneal, discontinued) for peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy effluent and bloating. The patient was hospitalized and treated with unspecified intraperitoneal antimicrobials for the event. On an unreported date, the patient recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.